Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient was obtunded , not responsive,and lethargic on (B)(6) 2019. The doctor was not sure how the patient got these symptoms. The doctor wanted to double check it is not related to the pump. The patient went to the hospital and the pump was not audibly alarming. The emergency procedure guide was faxed to the caller. A rep was paged.